Manufacturer narrative:
Other relevant device(s) are: product ID: 39286-65, serial/lot #: (B)(4), ubd: 25-nov-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient who was implanted with a neurostimulator. It was reported that the patient stopped feeling stimulation, and when they checked, the impedance was high. It was noted that the patient used a wheelchair and constantly moved, bending their trunk to pick up firewood, and this may have led or contributed to the issue. After talking to the doctor, the patient decided to remove the device because they didn't have a change with or without stimulation. The issue was resolved. The patient was alive and there was no injury as a result of the event.

Manufacturer narrative:
Product ID: 3708120, serial# (B)(4), product type: extension; product ID: neu_siliconeanchor, serial# unknown, product type: accessory; product ID: 3708120, serial# (B)(4), product type: extension; product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation: analysis of the implantable neurostimulator (ins) found the ins was functionally okay with insignificant anomalies. Analysis of the lead found the #0 conductor was broken 2.9 cm from the lead¿s proximal end and the #10 conductor was broken 2.8 cm from the lead¿s proximal end. If information is provided in the future, a supplemental report will be issued.